Manufacturer narrative:
The referenced device was returned to he service center (sorc) for evaluation. The customer's reported "image blackout when the temperature of the subject monitor went high, but it could restore to normal when the temperature dropped" was confirmed to be due to a faulty printed circuit (bi) board. Additionally, the switches could not function also due to the faulty bi board. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The field service engineer (ocsm) was informed by the customer that the high definition liquid crystal display monitor's "image sometimes goes black with monitor overheating but the image comes back to normal when cooling down. When in blackout, the monitor buttons are not responding" during preparation for use. There was no more than a 15 minute delay and the procedure was completed using the same monitor. No patient death or injury was reported. The monitor will be returned for service.

Manufacturer narrative:
This supplemental report was submitted to provide the product receipt date (d9). The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the phenomenon could be a faulty printed circuit (bi) board, but the cause of the fault could not be identified. Olympus will continue to monitor field performance for this device.